Manufacturer narrative:
To date the lens remains implanted and therefore not explanted. (B)(6). It was indicated that the device is not returning for evaluation as it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the zcb00, 22.0 diopter intraocular lens (iol), bubbles and unidentified black objects were found on the surface of the lens under the microscope. Patient's post-operative visual acuity was 0.6. The patient had a good vision and did not experience discomfort. Additional information was received and it was learnt that the lens remains implanted and that the debris found on the iol could not be removed during the surgery. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the lens remains implanted and the reported debris could not be removed during surgery. However, provided photos were evaluated by sme (subject matter expert): image shows lens implanted into the patient¿s eye, black spot on the lens and three (3) marks as described as black spots, bubbles or pits/depression on implanted lens, but it cannot determine if foreign materials are located on top of the iol or embedded in the eye. Identification of the foreign matter is not determined since the sample is not available for evaluation. The reported issue of debris/particles on lens was verified. However, it is not possible to determine if the foreign material on the suspected lens is related to the manufacturing process as it was handled and prepared for surgical procedure. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no additional complaints for this production order have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.